Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the available information, a pre-analytical problem or carry over was the most probable cause. There was no indication of an instrument issue.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer had an ongoing issue with questionable creatinine results. Of the data provided for over 530 patient samples, only the following results were discrepant. Patient 1 initial result was 33 umol/l and the repeat result was 84 umol/l. On (B)(6) 2017, patient 2 initial result was 108 umol/l and the repeat results were 66 umol/l and 68 umol/l. On an unknown date, patient 3 initial result was 87 umol/l and the repeat results were 70 umol/l and 68 umol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot was 234219. The expiration date was requested but was not provided. The customer has now begun testing all samples in duplicate.